Manufacturer narrative:
Surgical images were reviewed and found no issues with the laser system. Lensar cas is working with the surgeon on surgical setting modifications. The patient had an anterior lens implanted, and the doctor reported that the patient was doing fine. The clinical site reported no post-operative intervention or complications.

Event description:
On (B)(6) 2019 a doctor reported the following: "I have seen several patients where the anterior capsule ran out at the nubs. One just happened that was supposed to be a toric and now I'll have to do prk or lasik because I was not able to place a toric lens."